Event description:
Rn strung tubing for lipids at 1900. Rn started prescribed lipids at 2000. Rn stopped lipids at 2200 due to patient receiving transfusion. When rn restarted lipids at 2400 rn noted leakage of the lipids below drip chamber and before plastic where you place into pump. Rn would describe it as a hose with many small holes in it to water your lawn. Rn never re-hung lipids after leaking noted. Tubing when examined up close looked to be scratched at various places.